Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced an infusion set leakage at quick release or tubing event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2309447. The batch 5402841, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5402841 was manufactured according to the work instruction (wi) version 72 and manufactured in the machine multivac 08 and multivac 12 on 02/oct/2022, with a total of (B)(4) units. Assembly lot: the lot 5403351 was assembled according to wi version 24 on-line inspection for assembly of quick set on 02/oct/2022, with a total of (B)(4) units. The lot 5403352 was assembled according to wi version 24 on-line inspection for assembly of quick set on 02/oct/2022, with a total of (B)(4) units. Glue-tubing lot: the lot 5403319 was manufactured according to the wi version 37 and manufactured in the machine mp04, mp05 and mp08 on 28/sep/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted date of this report under b4 and date received by manufacturer under g3. Additional information - this MDR is being submitted to include the below: b4: date of this report g3: date received by manufacturer.

Event description:
To date no additional patient or event details have been received.